Event description:
The facility rep reported that the device turns itself off. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were no available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.